Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving gablofen 2000 mcg/ml (dose 265 mcg/day) via an implantable infusion pump. Indications for use included intractable spasticity and stroke. Information regarding other medications the patient was taking at the time of the event was not available to the reporter. The patient's medical history included stroke history. It was reported that the catheter fell out of the intrathecal space. Diagnostics/troubleshooting included a computed tomography (CT) scan, and they attempted to aspirate the catheter through the side port. Surgical intervention was performed and the catheter was replaced. The issue was resolved. The patient's status at that time was "alive-no injury."

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Device failures included catheter failure. Injuries included spasticity, pain, and failure of therapy. Dates of injury included catheter revision surgery on (B)(6) 2016. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.